Event description:
It was reported that about one month post implant, there was t-wave oversensing on the right ventricular lead. The device was reprogrammed. Approximatetly one month later, t-wave oversensing was still present. More reprogramming was performed. The device remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).